Event description:
The customer reported a false positive result with the ID now covid-19 2.0 assay performed on (B)(6) 2025 with a nasopharyngeal sample. Confirmation testing (pcr-saliva sample) was performed (B)(6) 2025 and generated a negative result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000.. The investigation remains in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive result with the ID now covid-19 2.0 assay performed on (B)(6) 2025 with a nasopharyngeal sample. Confirmation testing (pcr-saliva sample) was performed (B)(6) 2025 and generated a negative result. No additional patient information, including treatment and outcome, was provided.

Event description:
The customer reported a false positive result with the ID now covid-19 2.0 assay performed on (B)(6) 2025 with a nasopharyngeal sample. Confirmation testing (pcr-saliva sample) was performed (B)(6) 2025 and generated a negative result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Correction the previous submission did not indicate the report was a correction follow-up as h2 was left blank. This report is to clarify that the previous submission was to correct h4, device mfg date. This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive result with the ID now covid-19 2.0 assay performed on 10jul2025 with a nasopharyngeal sample. Confirmation testing (pcr-saliva sample) was performed 11jul2025 and generated a negative result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 000m963981 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 192-000j / lot: 000m963981, test base part number 192-430 / lot: 000m963981. The lot met the required release specifications. A review of the complaints reported as false positive results (confirmed and unconfirmed, conflicting results) related to kit lot 000m963981 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, it could have possibly been related to the sample.